Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
The drug ampules were broken and spilled when the kits were opened. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit (B)(4) visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with no visible misaligned staples. No other defects or anomalies were observed. The stapler was received with 26 staples left in the cartridge indicating the end user fired at least 9 staples. Reference attached files (B)(4) for investigation photos. Please see photos from investigation and end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple properly dropped, formed, and released. Two more attempts at firing the stapler were successfully made with properly dropped, formed and released staples. To simulate insertion into the skin, the stapler was other remarks: fired into a foam pad. The first attempt to fire into the foam was successful. The second attempt to fire into the foam failed as the staple formed but would not release. The third attempt to fire into the foam failed with an improperly formed staple. An attempt to dry fire the stapler was successful. Three more attempts to fire the stapler into the foam were successful. The remaining staples were dry fired; all formed properly and released. The complaint cannot be confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in unit" cannot be confirmed. After a thorough investigation involving functional testing, no fault could be found with the stapler. The stapler did experience two failed attempts to fire in the foam, however that could be attributed to testing technique. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 26 staples left in the cartridge indicating that at least 9 staples have been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing error. Please see investigation and end user photos attached. No further action required.

Event description:
The drug ampules were broken and spilled when the kits were opened. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The drug ampules were broken and spilled when the kits were opened. There was no patient involvement.